Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included: hot flashes, night sweat, multiple allergies, asthma, mastalgia, appetite disorder, concentration impairment and memory loss. Concomitant products included: medroxyprogesterone acetate (provera) from (B)(6) 2010, montelukast, oenothera biennis oil (primrose oil), paracetamol (acetaminophen) and pyridoxine hydrochloride (vitamin b6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/ pain"). In (B)(6) 2009, the patient experienced amenorrhoea ("amenorrhea") and dysuria ("dysuria"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("vaginosis / bacterial vaginosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with underwent treatment, due to complications. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, hypersensitivity, menstrual disorder, bacterial vaginosis, depression, anxiety, amenorrhoea, dysuria and genital haemorrhage outcome was unknown. The reporter considered amenorrhoea, anxiety, bacterial vaginosis, depression, dysuria, genital haemorrhage, hypersensitivity, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: she was planning for essure removal. Patient underwent treatment, due to complications from the essure device. Patient received treatment for events: abnormal bleeding, pelvic pain female, psych injury. Diagnostic results: on (B)(6) 2010, ultrasound san revealed heterogeneous uterine echotexture. At least one fibroid is seen at the posterior fundus measuring 2.3 cm across. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included hot flashes, night sweat, multiple allergies, asthma, mastalgia, appetite disorder, concentration impairment and memory loss. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2010 to (B)(6) 2010, montelukast, oenothera biennis oil (primrose oil), paracetamol (acetaminophen) and pyridoxine hydrochloride (vitamin b6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/ pain"). In (B)(6) 2009, the patient experienced amenorrhoea ("amenorrhea") and dysuria ("dysuria"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("vaginosis / bacterial vaginosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with underwent treatment due to complications. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, hypersensitivity, menstrual disorder, bacterial vaginosis, depression, anxiety, amenorrhoea, dysuria and genital haemorrhage outcome was unknown. The reporter considered amenorrhoea, anxiety, bacterial vaginosis, depression, dysuria, genital haemorrhage, hypersensitivity, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: she was planning for essure removal. Patient underwent treatment due to complications from the essure device. Patient received treatment for events- abnormal bleeding, pelvic pain female, psych injury. Diagnostic results: on (B)(6) 2010, ultrasound san revealed heterogeneous uterine echotexture. At least one fibroid is seen at the posterior fundus measuring 2.3 cm across. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received: event coding updated from vaginal disorder to bacterial vaginosis. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's concurrent conditions included hot flashes, night sweat, multiple allergies, asthma, mastalgia, appetite disorder, concentration impairment and memory loss. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2010 to (B)(6) 2010, montelukast, oenothera biennis oil (primrose oil), paracetamol (acetaminophen) and pyridoxine hydrochloride (vitamin b6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced amenorrhoea ("amenorrhea") and dysuria ("dysuria"). In (B)(6) 2010, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with underwent treatment due to complications. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, hypersensitivity, menstrual disorder, vaginal disorder, depression, anxiety, amenorrhoea, dysuria and genital haemorrhage outcome was unknown. The reporter considered amenorrhoea, anxiety, depression, dysuria, genital haemorrhage, hypersensitivity, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal disorder to be related to essure. The reporter commented: she was planning for essure removal. Patient underwent treatment due to complications from the essure device. Patient received treatment for events- abnormal bleeding, pelvic pain female, psych injury. Diagnostic results: on (B)(6) 2010, ultrasound san revealed heterogeneous uterine echotexture. At least one fibroid is seen at the posterior fundus measuring 2.3 cm across. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- genital bleeding, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.